Event description:
Catheter was placed on 8/2/96 and was removed 2/5/98, due to cracking at the hub area. Replaced with another catheter.

Manufacturer narrative:
Implicated product and product received for eval is dual lumen catheter. Catheter is received in three segments. Proximal segment is comprised of both extension legs and bifurcation. It measures 5.6 inches long. Strain relief adjacent to bifurcation contains 0.25 inch longitudinal superficial slit that begins 0.9 inches from segment's distal tip. Both extension limbs are discolored yellow and present opaque appearance. Moderate to heavy adhesive residue is found intermittently throughout length of proximal segment. Catheter's middle segment measures 2.65 inches long and is identified by tissue ingrowth cuff found approximately 0.6 inches from slightly curved end. Cuff contains small amout of dried tissue residue. Two ligature clips are clamped on tubing approximately 0.3 and 0.5 inches from straight end. This end is also discolored yellow over a distance of approximately 1.2 inches. Distal segment measures approximately 6.9 inches long. Proximal end is curved. Distal end terminates in staggered end produced by MFR. Lot history review reveals no mfg related issues and no other complaints for this lot. Complaint file documents device had been in pt for approximately 18 months (8/1996-2/1998). There is no indication given that complications other than complaint incident occurred during life of device. Patency of both extension legs/lumens of proximal segment is demonstrated by flushing and aspirating water with 12cc syringe. No leaks are noted as distal tip of proximal segment is occluded and each lumen is hydraulically pressurized to sustained pressures greater than 25 psi. Magnified (5x - 15x) views of slit noted in bifurcation strain relief shows slit to have straignt, even edges with flat, dull walls. Proximal end of slit terminates in relatively wide superficial perpendicular slit. Edges of perpendicular portion of slit are irregular with jagged points at each end. Using micro-tipped forcep, edges of slit are pulled back from underlying tubing. Adhesions between tubing layers stretch and break easily, exposing underlying tubing. Yellow discoloration noted on gross exam is seen to penetrate outer diameter wall, however, no mechanical damage such as sharp or dull instrumentation to outer diameter or underlying tubing is noted. Opacity and yellow discoloration of both extension legs and proximal portion of catheter shaft may implies use of disinfectant preparations containing polyethylene glycol (peg). Several ends of each segment have well-defined edges with striated faces suggesting tubing had been transected with scissors. Customer may have done this to render contaminated product non-functional. Complaint of superficial external crack is confirmed. It should be recorded as mfg-related. No leakage or catheter weakness is seen. Deterioration of bifurcation strain relief does not effect normal function of catheter.